Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On 08-oct-2019. The most recent information was received on 25-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pains') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("skin allergy to non-precious metals: nickel ++, cobalt +, chrome"), menorrhagia ("heavy menstruation") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy under laparoscopy for removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, allergy to metals and menorrhagia outcome was unknown and the fatigue and weight increased had not resolved. The reporter provided no causality assessment for allergy to metals, fatigue, menorrhagia, pelvic pain and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pains') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("skin allergy to non-precious metals: nickel ++, cobalt +, chrome"), menorrhagia ("heavy menstruation") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy under laparoscopy for removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, allergy to metals and menorrhagia outcome was unknown and the fatigue and weight increased had not resolved. The reporter provided no causality assessment for allergy to metals, fatigue, menorrhagia, pelvic pain and weight increased with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.